Event description:
Boston scientific received information that prior to a follow up visit, this programmer was switched on and a strong burning smell was noted. In addition, smoke was emitted out of the front of the programmer. There were no adverse patient effects reported as a patient was not involved. The programmer was returned for analysis.

Manufacturer narrative:
Subsequently, the programmer was returned for laboratory analysis. It had been documented in the analysis record that this had been the second return of the unit for repair. The programmer was initially returned on account of being dropped. The unit was successfully repaired during this time and returned to the field. The unit was later returned for additional laboratory analysis following the presence of smoke and a burning smell during power-up. Engineers confirmed an internal component failure and performed the required resistor rework along with component replacement. The programmer was then functionally tested and confirmed to be fully operational.

Event description:
--

Manufacturer narrative:
To date, the programmer has not been received at boston scientific. Upon receipt, the programmer will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.